Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sdr203b, implantable pulse generator (ipg), (B)(6) 2002; 5076, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient experienced a fall and that a short pause was observed, but wasn¿t sure as to what was occurring at the time of the pause. There was also a report of potential oversensing on the right ventricular (rv) lead. It was later reported that the physician was not able to explain the reason for the pause that was observed. There was no medical intervention, and the patient's device and rv lead was being monitored for some time. It was further reported that the patient is now in hospice care, and the clinic is no longer following the patient (or monitoring the device). The rv lead and device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced a fall and that a short pause was observed, but wasn¿t sure as to what was occurring at the time of the pause. There was also a report of potential oversensing on the right ventricular (rv) lead. The rv lead and device remains in use. No patient complications have been reported as a result of this event.